Event description:
It was reported that the patient had an infection at the ipg site. It was noted that the incision site was red and swollen. The patient underwent a debridement procedure and was placed on antibiotics. The patient was healing as expected, as the incision looks good.